Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records were reviewed, and there is no indication that the cycler caused or contributed to the patient's hospitalization.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported being in the hospital for diarrhea. During follow up the patient's peritoneal dialysis nurse reported that the patient was in the hospital for dehydration and hypokalemia. Limited medical records were made available.